Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient rated the evaluation as a 3. The caller reported that it is hard for the patient to void and the patient has to sit for 10 minutes before they could get a void to start. The patient would have a void start and then stop and the patient would have to sit again to try and complete the void. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.